Event description:
It was reported that the patient was experiencing ineffective stimulation from their drg system. Surgical intervention was undertaken on (B)(6) 2023 in which the patient's drg system was explanted and replaced with an scs system. Investigation was unable to determine which of the leads attributed to the event.

Manufacturer narrative:
Date of event is estimated. During processing of this incident, attempts were made to obtain complete event and patient information. Further information was requested but not received. Additional components potentially involved in the event include: common device name: drg lead, model: mn10450-50a, UDI: (B)(4), serial: (B)(4), batch: 6504866.

Manufacturer narrative:
The results of the investigation are inconclusive since the device was not returned for analysis. Based on the information received, the cause of the reported incident could not be conclusively determined.